Manufacturer narrative:
There is no way of knowing whether this device was manufactured by foshan r. Poon medical products co., ltd since there was no model number provided and the device was not returned for evaluation.

Event description:
(B)(4). It was reported by the consumer that the unspecified rollator brakes would not function. There was no patient injury reported.